Manufacturer narrative:
The investigation into the access site bleeding and the limb ischemia has been completed since the original report was filed. No benchtop analysis was possible to determine the root cause. Since the medical center did not return the impella device, the root cause of the access site bleeding and the limb ischemia was not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿.

Event description:
The complainant reported a 59 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. The patient developed an impella access site hematoma after removal (during site attempted closure). A covered stent was required to achieve hemostasis. A 30-day MDR is required.